Event description:
The company was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2006 at l4/5. Patient reports having continued pain. As an adverse outcome was reported an MDR is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.